Event description:
The customer reported the system is intermittently displaying fine horizontal lines through the images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine hard drive and the disk controller. System operates as intended. (B) (4)